Event description:
During t2 recon nail surgery, the surgeon was drilling to the lag screw hole of the nail by using the step drill. However, because the drill had come in contact with the edge of the lag screw hole of the nail, the surgeon removed the nail from the patient bone. And he reamed the femoral bone of patient again. Afterwards, the surgeon inserted nail to patient bone and he was drilling to the lag screw hole of the nail again by using the solid drill. However, the drill had come in contact with the edged of the lag screw hole of the nail. Therefore, the surgeon changed the technique of drilling to the freehand technique and the surgery was completed.

Manufacturer narrative:
The device is not being returned for investigation. No evaluation will be performed. If the device or additional information becomes available it will be submitted on a supplemental report.